Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. Data was provided for evaluation. The reported loss of connection was confirmed via data. A root cause could not be determined. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defect was found. The receiver was charged and a download was completed. The receiver log in question was evaluated and no related errors were confirmed. Functional testing was performed and there was no failure detected related to the complaint. A pairing test was performed with a known good transmitter and passed. The reported event for loss of connection was not confirmed. A root cause could not be determined post investigation. Although the returned receiver did not confirm a loss of connection between the receiver and transmitter; the investigation for the data download completed on (B)(6) 2017 was able to confirm a loss of connection on (B)(6) 2017 with data download from the patients (B)(6).